Event description:
During a colonoscopy a boston scientific resolution 360 ultra clip was deployed. Following deployment of the clip the hook that holds the clip onto the distal end of the applier became dislodged and fell into the patients colon. The gastroenterologist was unable to locate the piece of the device, and the piece was retained.